Event description:
Patient presented with a history of undergoing a right total hip replacement in 1989, and reported pain and soreness in the hip for approximately six months. After examination, it was determined the stem was loose. Other devices used: depuy aml plus acetabular cup, acetabular liner, biomet intramedullary bone plugdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.